Event description:
The customer reported to olympus that the colonovideoscope had no angulation and wrinkles in the bending rubber. The event occurred during reprocessing. There was no patient harm associated with the event. The device was evaluated, and it was found that the nozzle had foreign objects. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the nozzle had foreign objects due to insufficient cleaning, additional findings were as follows: due to a pinhole on bending section cover, water tightness was lost; due to clogging of the nozzle, water removal ability did not meet the standard value; due to clogging of the nozzle, air supply volume did not meet the standard value; objective lens had a scratch; plastic distal end cover had a dent; adhesive on bending section cover was detached; bending section cover had discoloration; connecting tube had a wrinkle; due to wear of angle wire bending angle in up/down left/right direction did not meet the standard value; due to wear of angle wire, the play of up/down/left/right was out of the standard value; celling plate had a crack; forceps channel port was shaved; scope cover had a scratch; grip had a scratch; suction cylinder was shaved; switch 1 and 2 had a cut; protector of universal cord on control section side had a scratch; universal cord had a dent and scratch; protector of universal cord on suction connector side had a scratch; suction connector had a scratch; and light guide cover glass had a dent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to reprocessing could not be conducted properly due to leakage from bending section. Olympus will continue to monitor field performance for this device.